Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Examination of the returned device found an unidentified guidewire in the lumen of the sds. The outer diameter of the guidewire was measured 0.0345¿. The guidewire was in the lumen with 8cm sticking out of the distal tip and 95.5cm out of the handle. An attempt was made to remove the guidewire; however, the guidewire was unable to be removed due to the identified damage. The outer sheath shaft was buckled at the nose cone. The stent was partially deployed 25mm. Attempt was made to deploy the stent by rotating the thumb wheel followed by using the pull back; however, the stent was unable to be deployed. There was no damage to the handle. The handle was opened during analysis to inspect the handle components. There was no damage to the thumbwheel. The middle sheath was detached from the retainer clip. There was no damage to the inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18feb2015. It was reported that during a chimney procedure, stent partial deployment and guidewire entrapment occurred. The long target lesion was located in the renal artery. Post pre-dilation, an innova¿ 7x60x130 stent was deployed in a normal way without any complications. After that the physician intended to place a second innova¿ 7x60x130 stent, but was not able to deploy the stent. The stent delivery system was removed completely. Then an innova¿ 7x80x130 stent was attempted to be deployed, but the same problem occurred. It was not possible to deploy the stent or to relocate the non-bsc guidewire. Both the stent delivery system and the guidewire were removed. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was stable. However, the returned device revealed the innova¿ 7x80x130 stent was partially deployed. The site further reported that there was no resistance during advancing the 7x80x130 stent and there was no difficulty using the thumb wheel. The pullback was not used. The stent was partly released in the lesion. Guidewire stuck with the stent system. Both devices were removed together with the introducer sheath. This product is only ous approved but it is similar to an approved us device.